Event description:
It was reported that the patient presented to the emergency room with loss of capture and no sensing on the rv lead. The patient is pacemaker dependent. The lead was explanted and no further patient complications were reported as a result of this event.